Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient reported that the last 3 v-go 20 devices have fallen off of her stomach and it does not seem like the adhesive has enough glue. The patient stated that with the previous batch, there was too much glue and the v-go 20 devices were sticking too tightly causing it to hurt when pulling them off. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient stated that the last v-go fell on the floor while she was getting up which was almost at 24 hours of use.